Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v667635, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that battery acid got into the compartment of the patient programmer and the programmer was therefore damaged and not working. The patient tried cleaning it and replacing the batteries. The programmer powered up and showed the device icon but would not sync. The patient experienced sudden onset return of urinary symptoms. It was noted that the patient took 10mg of vesicare/ day, but she was up north and did not have her medicine with her.